Manufacturer narrative:
Unk-p-ipp. Reservoir.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to device no longer inflated. Physician suspects there was a leak in the reservoir. A new ipp was implanted. Previous reservoir was left in patient. Additional information was received. Physician did an x-ray and saw the reservoir totally empty.